Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, removal difficulty occurred. The 90% stenosed, long, target lesion was located in an area of in-stent restenosis of a non-bsc stent in the superficial femoral artery . A non-bsc guide wire crossed the lesion and then the 4.00mm/1.5cm/140cm small peripheral flextome mr cutting balloon catheter was advanced to the lesion. Inflation was performed 5 to 6 times. The physician attempted to remove the device quickly without checking if the balloon was deflated. When pulling the cutting balloon device into the non-bsc sheath, severe resistance was encountered. Half of the cutting balloon device was pulled into the sheath and then both the cutting balloon and the sheath were removed together. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The device was returned in two sections as a result of a break in the midshaft 40cm from the catheter tip. The midshaft was stretched from the rx port to the break site. The inner was also stretched as the marker bands were not in the correct location relative to the balloon/blades. The core wire was broken. The damage noted with the returned device is consistent with the reported difficulties of device removal through the sheath. The hypotube was kinked at various locations along its length. This is consistent with excessive force applied to the unit during use. Solidified blood was present in the guidewire lumen and contrast media was within the balloon. No issues were noted with the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).